Manufacturer narrative:
(B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is received that alters our conclusion or information, a supplemental report will be submitted accordingly. Multiple mdrs have been filed for this event (reference 1825034-2017-01906, 01913, 01916).

Event description:
It was reported in a journal article titled, "reduction in early dislocation rate with large-diameter femoral heads in primary total hip arthroplasty" that two patients underwent an irrigation and debridement for a hematoma. Attempts to obtain additional information have been made; however, no more is available at this time.